Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that the pump alarmed air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 : see h.10.

Event description:
It was reported that air entered the unspecified bd¿ infusion set line during the saline infusion. The following information was provided by the initial reporter: "it was reported that a patient was receiving an infusion of normal saline, and about one hour into the infusion the pump alarmed "air-in-line." The nurse went to the pump to examined and noticed that the drip chamber was full, but there were about six to eight inches of air in the line. The air reportedly did not reach the patient. The nurse paused the pump. It was reported that the pump did alarm appropriately for air-in-line, but the clinician was unsure why the line was partially dry when the drip chamber was full. The pump was at the heart level (height), fluids were reportedly hung correctly, and tubing was inserted correctly. There was no patient harm.".